Manufacturer narrative:
A ge service rep performed an onsite investigation. The footswitch was reseated and the following boards were reseated: the gpos, rtos, sbc and image disk. The system was then found to be operating as intended.

Event description:
The customer reported that they could not take any x-ray exposures. There is no report of pt injury.